Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer lost the insertion devices for the sensors and infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please also MFR report number 3004209178-2011-83405.